Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the implant summary card received from the user facility previously implanted tissue was explanted from a patient on (B)(6) 2025. A query of the artivion implant database revealed graft pv00 serial number: (B)(6) donor: 60504 implanted on (B)(6) 2002. This investigation is relegated to pv00 serial number: (B)(6) with allegation of explant due to unknown indication.

Event description:
According to the implant summary card received from the user facility previously implanted tissue was explanted from a patient on (B)(6) 2025. A query of the artivion implant database revealed graft pv00 serial number: (B)(6), donor: (B)(6), implanted on (B)(6) 2002. Additional information from the hospital stated, we implanted this 26 pulmonary conduit in the patient on (B)(6) 2025. Prior to that surgery, the op-note said they had a right ventricular to pulmonary artery homograft conduit replacement in 2002. No additional information forthcoming. This investigation is relegated to pv00 serial number: (B)(6) with allegation of explant.

Manufacturer narrative:
The certificate of assurance for pulmonary valve & conduit (pv00) #(B)(6) was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance (coa). There are no rejectable attributes per qs3001, cardiac graft attributes. During the inspection of each cardiac graft, a qualified inspector wearing surgical loupes inspects the graft noting any attributes such as holes, tears, disruptions, plaque, etc. The inspector¿s training records were reviewed, and the technician was found to be appropriately trained at the time the task was performed. No findings were identified that could have contributed to the reported event. No further action is needed. According to the implant summary card received from artivion administrative assistant, s.p., for sn: (B)(6) previously implanted tissue was explanted from a patient on (B)(6) 2025. A query of the artivion implant database revealed graft pv00 serial number: (B)(6), donor: (B)(6), implanted on (B)(6) 2002. Additional information from the hospital stated, we implanted this 26 pulmonary conduit in the patient on (B)(6) 2025. Prior to that surgery, the op-note said they had a right ventricular to pulmonary artery homograft conduit replacement in 2002. No additional information forthcoming. This investigation is relegated to pv00 serial number: (B)(6) with allegation of explant. No operative notes are available at this time and no explanted tissue was returned for evaluation. Per the implant summary database, this pv00 was implanted on (B)(6) 2002 in an 8-year-old male. As indicated above, the homograft was used for a rv to pa conduit and the reason for the explant remains unknown. Additionally noted, this valve was explanted 23 years later (B)(6) 2025 and replaces with another artivion homograft during the same procedure. Our labeling lists known adverse events related to the use of homografts; many of which may lead to the explant and replacement as was performed in this case. Reoperation in this pediatric cardiac population is not an unexpected occurrence and may be attributed to somatic outgrowth. There are no additional details available for the time frame between the original implant in 2002 and the procedure performed in 2025. Given the limited information available, the root cause of the reported explant is not known. Adequate precautions are provided in our labeling. An explant occurring 23 years after implant is not uncommon and demonstrates the homograft performed within expectations. The standard cryopreserved human tissue a/dfmea was reviewed. The reported event is addressed in hazard step/item #s a.5: 2a, 4a, 7a, 13a, and 14a. The standard cryopreserved human tissue pfmea was reviewed. The reported tissue was not returned to artivion. The serial number ((B)(6)) was provided, and no findings were identified in the tpl/htqa investigation. Given the limited information available, the root cause of the reported explant is not known. Adequate precautions are provided in our labeling. An explant occurring 23 years after implant is not uncommon and demonstrates the homograft performed within expectations. The reported event will continue to be monitored for trends. No updates to the risk management file (rmf) are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. A root cause for the reported event could not be made. Adequate precautions are provided in our labeling. An explant occurring 23 years after implant is not uncommon and demonstrates the homograft performed within expectations. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.